Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was shut down. The customer's blood glucose value was unknown. The customer stated that the insulin pump was not reopened even after battery was replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Devices passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No unexpected battery power loss alarm during testing.